Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, resulting in the malfunction code not recurring after the reset. The customer was advised to continue using the pump and to call back if any malfunction code appears again.